Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a full system function check, instrument calibration and cleaned all of the sample and reagent ports. The actual cause for the initially low afp result and quality control imprecision is unknown, however quality control results were in range and the customer did not experience any further quality control imprecision issues. No conclusion can be drawn. The instruction for use (IFU) states under the warnings section states the following: "the advia centaur afp assay is not a screening test for cancer and must never be used as such. Afp testing is a safe and effective supplement to patient care when used as part of the overall management strategy for patients undergoing treatment for non-seminomatous testicular cancer or for patients being monitored after therapy is complete." "Do not interpret serum afp as absolute evidence of the presence of malignant disease. At time of presentation, patients with confirmed non-seminomatous testicular cancer may have serum afp concentrations within the range observed in healthy individuals. Since elevated afp levels are often found in patients with other malignant and non-malignant conditions, the physician should rule out all other conditions associated with elevated afp levels prior to the use of the advia centaur afp values in non-seminomatous testicular cancer management. Conversely, low concentrations of afp are not necessarily indicative of absence of disease, particularly post-surgery or after chemotherapy. Testicular tumors that are histologically categorized as pure seminoma do not synthesize afp. The advia centaur afp assay, as a useful adjunct in cancer management, is intended for the evaluation of non-seminomatous testicular cancer, or mixed tumors with non-seminomatous elements, but not for pure seminoma. Additionally, several histologic subtypes of non-seminoma either do not synthesize afp (choriocarcinoma) or do so unpredictably (teratoma). Therefore, afp levels should be used concurrently with other diagnostic and clinical patient information." The instrument is performing within specifications.

Event description:
A low advia centaur xp afp result was obtained on a patient sample and considered discordant when compared to an elevated afp repeat test result. The customer was experiencing imprecision with their quality control results and had performed repeat afp testing on previously tested patients. The repeat patient results were in agreement with initial results with the exception of one patient result. A corrected report was issued. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp afp result.